Manufacturer narrative:
B5 clinical narrative corrected. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 77-year-old male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Upon routine purge cassette exchange, the automated impella controller (aic) did not recognize the new cassette and did not prompt to exit the screen. Another cassette was attempted with the same result. A new aic was brought in and properly registered the second cassette. The pump was transferred to the new aic, and settings were restored to those on the previous console. The first purge cassette was retrieved to be sent to headquarters for inspection, and the original aic was tagged as out of service. A demo cassette was tried on that console and was recognized without issues. All purge cassettes with the same lot number as the first one were retrieved from the core and tagged as "do not use" until further notice. While changing the bag and purge cassette, the nurse realized no fluid came out through the yellow end. The process was reversed to the old cassette. A second attempt was made with a new bag and cassette, and the same thing occurred. The bag was properly spiked, and everything was connected as normal, but fluid did not come out. Both attempts happened with the same lot numbers, which were retrieved and will be sent for investigation. A third attempt was made with a different lot number, and the change occurred without incident. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07003. The investigation for the purge cassette not detected / priming problem has been completed. The cause of the detection issues and priming problems was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that, upon routine purge cassette exchange, their automated impella controller (aic) didn¿t recognize a new cassette and didn¿t prompt to exit the screen. Another cassette was attempted with the same result. A new aic was brought in and properly registered second cassette. Pump was transferred to new aic and settings went to how they were on the previous console. All purge cassettes with same lot number as the first one were retrieved from the core and tagged as do not use until further notice. No patient harm has been reported.